Event description:
The rotabior device was used to treat a highly calcified lesion. During the procedure, the physician felt resistance but was able to cross the lesion. An angiogram revealed the tip of the wire had fractured. The tip of the wire remains in the pt. The pt was reported in okay condition.